Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The guide wire was returned for evaluation. The returned guide wire had its coil wire fractured at the proximal solder designed to sit at 50mm from the tip. At approximately 36mm distal to the fracture end of the coil wire, the exposed core wire was found fractured. Microscopic observation of the fracture ends revealed that the core fracture surface was relatively flat and helical marks were on the core shaft. These findings indicated that accumulated torsion had attributed to core fracture. The fracture end of the coil wire showed a trace of fracture by twisting stress generated as the coils got straightened. Measurement of the returned guide wire suggested that approximately 12mm of the core wire including the inner coil wire composing part of the core and approximately 48mm of the coil wire were detached and missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that torsion was continuously applied on the guide wire while the tip was being trapped likely in the lesion. When the accumulated torsion exceeded the product's design limit, it made the core wire fracture. Tensile stress generated with wire removal might have led the coil wire to fracture and the tip segment including the inner coil wire to separate. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire separated during a ppi to treat a moderately calcified cto in the right superficial femoral artery. Multiple guide wires were advanced antegradely; however, none could cross the lesion. Retrograde approach was taken with multiple guide wires; however, all guide wires failed to cross the lesion. Then the asahi guide wire was used and able to cross the lesion. While the guide wire was advanced to the antegrade guide catheter, it became irresponsive to manipulation. To replace with a new guide wire, it was removed from the vessel when its tip was found separated and the separated tip remained in the vessel. Snaring was performed to retrieve the tip fragment, however, failed. Multiple guide wires were advanced both antegradely and retrogradely in attempts to cross the lesion. Because all guide wires failed to cross the lesion, a new asahi guide wire was retrogradely advanced to the lesion. This time it successfully crossed the lesion and advanced into the antegrade guide catheter. After balloon dilatation, a stent was successfully deployed to reestablish the blood flow and to embed the wire fragment. The physician commented that the tip fragment was located between the tunica media and externa of the artery wall, so that it was very difficult to retrieve it. The location of the tip fragment was originally occluded; and therefore, he determined that the tip fragment was unlikely to affect patient health and deployed a stent over it. The patient was fine without problem after the procedure and planned to be discharged the following day after post-interventional checkup.